Manufacturer narrative:
Correction: h6 a supplemental MDR was submitted to reflect the correct medical device problem code.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer five auxiliary drawer were failed and was not detected on communication bus. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section h imdrf annex codes and initial reporter facility name. A supplemental MDR was submitted to reflect the correct imdrf annex codes and initial reporter facility name.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer five auxiliary drawer were failed and was not detected on communication bus. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer five auxiliary drawer were failed and was not detected on communication bus. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer observed failure in two row boards due to non-functional cubies, removed the affected cubies, reseated the row board cable connections at both the row board and the controller board and resolved the issue. System functionality restored post rework. The system functioned as intended after the field service engineer repaired the device.